Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 441mg/dl. Troubleshooting was done. Customer stated that the sensor cannula was bent upon removal. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specifications with accurate readings. No needle complaint could be confirmed as the customer did not return the insertion needle. The cannula was found bent. It could not be confirmed if the customer received the sensor in said condition due to the customer returning the product opened and used.